Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false positive" was reported. Product is used for diagnostic purposes. No harm(s) were reported. Failure analysis (fa) was performed on 1 affected device (lot information unknown) for the issue of "false positive". Refer to attached file-016669, file-016670, file-016671, and file-016672. Failure analysis investigation finding "chamber: bubble(s)" was concluded and can result in the reported issue of "false positive". Bubbles in the chambers can interfere with the colorimetric signal and mimic data curves that would typically indicate amplification in the respective chambers, even if the target virus is not actually present. A DHR review cannot be completed as lot information was not provided. The potential harm resulting from "false positive" is "unnecessary treatment" and is documented in lucira covid-19, flu a and flu b system hazard analysis (rsk062, revb.0) in hazard ids 24 and 29. Rsk062 has been revised to revd.0; however, rsk062 revb.0 remains applicable to this investigation due to the date the product was commercially manufactured. A supplemental report will be filed if any further investigation and/or additional information is obtained. This device is marketed under eua (B)(4). Based on the information above, no further investigation is required. Monitoring of "false positive" will continue and there are no additional recommended actions at this point.

Event description:
Customer contacted lucira by pfizer on 4/21/2024 reporting a false positive result from a covid flu kit. Customer did not provide evidence. Date in which the test was run: 4/20/2024. Before starting, were the instructions read? Y/n y may I have your lot and test kit #? Lot #: - dnr test kit #: - dnr location of testing? Indoor/outdoor indoors was the test completed on a flat surface? Y/n y was the swab rotated 5 times in each nostril? Y/n y were you 6 feet from another person when taking the test? N were you exposed to covid with in the previous 24 hours of testing? N was the vial liquid purple in color? Y/n y was the test moved while it was running? Y/n n how soon after the initial positive test was a retest(s) completed? 1-4 hours what test did you use to confirm the false positive? Y how many total tests were run before getting this false positive? 0 did the person tested, contact a healthcare provider? Y/n y if yes, how is the person tested doing? Is the person tested undergoing any treatment? N is your kit covid/ flu or covid 19? Covid flu please provide the status of each led status? (Only for covid/ flu kits) covid led status: - negative. Flu a led status: - negative. Flu b led status: - positive. This supplemental is being submitted due to the product being returned for investigation.

Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false positive" was reported. Product is used for diagnostic purposes. No harm(s) were reported. Refer to cmp (B)(4) investigation_29apr2024.pdf for the complete investigation. Based on the information in the attached investigation, no further investigation is required. Monitoring of "false positive" will continue and there are no additional recommended actions at this point. A most probable root cause for the issue of "false positive" cannot be determined without returned product. Potential root causes include but are not limited to: assay false amplification (design defect) air bubbles in reaction chamber (design defect) assay contamination/degradation (process failure) improper storage/handling (use error).

Event description:
Customer contacted lucira by pfizer on (B)(6) 2024 reporting a false positive result from a covid flu kit. Customer did not provide evidence. Date in which the test was run: on (B)(6) 2024. Before starting, were the instructions read? Y/n y may I have your lot and test kit #? Lot #: - dnr test kit #: - dnr location of testing? Indoor/outdoor indoors was the test completed on a flat surface? Y/n y was the swab rotated 5 times in each nostril? Y/n y were you 6 feet from another person when taking the test? N were you exposed to covid with in the previous 24 hours of testing? N was the vial liquid purple in color? Y/n y was the test moved while it was running? Y/n n how soon after the initial positive test was a retest(s) completed? 1-4 hours what test did you use to confirm the false positive? Y how many total tests were run before getting this false positive? 0 did the person tested, contact a healthcare provider? Y/n y if yes, how is the person tested doing? Is the person tested undergoing any treatment? N is your kit covid/ flu or covid 19? Covid flu please provide the status of each led status? (Only for covid/ flu kits) covid led status: - negative, flu a led status: - negative, flu b led status: - positive.